Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, drawer 3.1 all rows are read, write, cubie memory error and firmware error. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were failed, and an error message appeared. A technical support specialist dispatched field service engineer (fse) and inspected drawer after reports of noise and lack of the usual unlocking pop. The back panel was removed, and the latch, inseparable, u-link plunger, and spring were checked and confirmed all functioning normally. There were no issues found, and the drawer opened and closed as expected. The system functioned as intended after the field service engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis medstation es, drawer 3.1 all rows are read, write, cubie memory error and firmware error. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.